Event description:
User stated they had an incident of discrepant calcium results involving one patient sample. Initial result was 6.2 mg per dl which was caught because it was not auto verified by the lis. The sample was then repeated using the primary tube. The result from the primary tube was 9.9 mg per dl. The tube was also run on another analyzer at the site and recovered 9.7 mg per dl. No erroneous result was released because it was not auto verified by the lis.

Manufacturer narrative:
The field service representative determined the cause to be dirty reagent and sample lines to the probes. He cleaned the sample and reagent lines from the syringes to the probes. He had the user run a precision test which met the lab's specifications. On a follow up visit, he found a misadjusted sample probe wash station and readjusted it. The user ran calibration and qc which met the lab's specifications.